Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage and the pressure transducer test during the pre-use check. The pressure transducer pcb (printed circuit board) was replaced but not returned for investigation. Since no parts were returned for investigation, the root cause of the reported failed internal leakage test could not be determined.